Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located in the penthouse of the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The tech found the left hand brake casters and supports were broken. A search of the hill-rom maintenance records did not show hill-rom performed preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on its beds. The tech replaced the brake casters and supports to resolve the issue. Based on this info no further action is required.